Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 42-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was a gradual increase in motor current (mc) and an upward decoupling of the left ventricle (lv) waveform, leading to pump stop and motor current high alarms. Multiple attempts to restart the pump were unsuccessful, leading to explant of the pump. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 3.5l/min as intended. The impella will be reported due to the early explant of the pump; however, the removal was performed with no clinical consequence to the patient.

Manufacturer narrative:
Additional information has been provided in d9 and h6.